Event description:
The manufacturer received information alleging a patient with a philips CPAP device has passed away 20 years ago. The reported event makes no allegation of any specific device malfunction, use, error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information that is relevant at this time, the device did not cause or contribute to a serious injury or death.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information alleging a patient with a philips CPAP device has passed away 20 years ago. The reported event makes no allegation of any specific device malfunction, use, error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information that is relevant at this time, the device did not cause or contribute to a serious injury or death.". Despite multiple good-faith efforts on 04/14/2026, 04/23/2026, 08/08/2025, and 06/12/2026 the device has not been returned to manufacturer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed.